Manufacturer narrative:
(B)(4). Date sent: 6/12/2026 d4 batch #: unknown attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a vaginal hysterectomy procedure performed using the v notes approach, an enseal laparoscopic energy device was used throughout the procedure to the surgeon¿s satisfaction. Towards the end of the procedure, after sealing of the ip ligament in preparation for transection, the mechanical cut trigger failed to respond when activated. At this stage, it is unclear whether tissue transection occurred. Subsequently, when attempting to open the device jaws by pressing the handle to release the tissue, the handle did not respond and the jaws remained closed, trapping tissue within the jaws. The surgeon requested an alternative device (ligasure) and completed the procedure successfully. The tissue was transected, and the enseal device was removed from the patient with the jaws still closed and containing a small piece of tissue. After removal from the patient, the operating room staff attempted to forcefully open the jaws. During these attempts, a minor break occurred in the handle and a spring became detached. The jaws remained closed. It was reported that the spring became detached only after removal from the patient and not during the surgical procedure. The event resulted in an approximate delay of 15 minutes in completing the procedure. No patient harm was reported, and no additional medical intervention was required.